Event description:
It was reported that after a diagnostic catheterization procedure through a 6f procedural sheath, arteriotomy closure was attempted of the common femoral artery with a starclose se device. Reportedly, after clip deployment, bleeding continued and difficulty was encountered removing the clip applier. Extra force was applied, which freed the device for removal. Manual arterial compression was applied for three minutes to achieve hemostasis. The operator, in accordance with the instructions for use, inadvertently forgot to insert a dilator into the access ports to unlock the thumb advancer and clip delivery tubeset to enable them to be retracted proximally to aide in the removal of the device. There were no reported adverse patient effects. The physician was reported to be trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Device code 2017 - improper or incorrect procedure or method - improper removal represents that the access ports were not used to aide in the removal of the device. The instructions for use state under closure procedure. Note: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number (3) exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found that the distal-end of the device appeared normal and the exchange sheath was fully slit. All of the external components were acceptable for a fully clip deployed device. The device was disassembled revealing no abnormal observation that could have resulted in the difficulty encountered removing the device. The locator wings appeared normal. After the device was cleaned and reassembled for testing, it was redeployed resulting in proper deployment and collapse of the locator wings inside the clip delivery tubeset. There was no indication of a product quality deficiency that could have contributed to the reported complaint. Moreover, the reported complaint could not be confirmed. It was reported that extra force was applied to remove the device and the operator, in accordance with the instructions for use, inadvertently forgot to insert a dilator into the access ports to unlock the thumb advancer and clip delivery tubeset to enable them to be retracted proximally to aide in the removal of the device. However, there was no indication that force was used based on the condition of the returned device. The locator wings were collapsed inside the clip delivery tubeset and the locator wings were not bent, which indicate that tissue compaction during deployment did not contribute to the difficulty encountered during device removal. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the device evaluation, the device was fully functional as designed. The probable cause for the reported difficulty encountered during device removal could not be determined. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.